Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7072238 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6). Batch: 509926 UDI: (B)(4).

Event description:
It was reported that spinal cord stimulator (scs) leads of the patient had migrated causing the patient to experience inadequate stimulation. The scs lead migration was confirmed thru x-ray imaging. The patient underwent a spinal cord stimulator (scs) replacement procedure. No further information has been obtained.